Event description:
The patient complained of breathing difficulty and came to the hospital. Coronary angiography was conducted and thrombus was observed in the cypher. Aspiration and balloon angioplasty were conducted to treat the thrombus.